Event description:
A pt reported they were unable to test on their one touch basic meter due to "insert strip" prompts. Pt also reported they were hospitalized, but was unsure if it was related to their meter. Pt had symptoms of weakness and stated they felt clammy. No other blood glucose tests or comparisons reported. No treatment was reported. No further info has been reported.